Manufacturer narrative:
The device in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed.. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during preventive maintenance, the thermogards xp ivtm system (s/n: (B)(4)) leaked in the coldwell where the tubing fitting joined to the coldwell. There were no system alarms noted. No patient involved with this event. No other information was provided.